Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the sieve bed is leaking. Associated malfunction for this device: valve manifold contaminated, muffler clogged, filters missing.